Event description:
Information was reported by the healthcare professional (hcp) via the company representative regarding a patient receiving prialt from an implanted pump. The indication for use was non-malignant pain. On (B)(6) 2016 it was reported that the patient was upset when they found out the pump was recalled. The patient also reported that "it is swelling in the pocket." A dye study was done which was fine. The patient had been weaned down to minimum rate and had not showed for an appointment to place saline in the pump. The patient was scheduled to be in the office on (B)(6) 2016. On 2016-05-31 additional information was reported by the rep. The patient had been seen by the hcp and there was no swelling at the site. The patient had been referred for a pump removal. Additional information was reported by the company representative on 2016-06-06. The pump revision had been rescheduled for (B)(6) 2016.

Manufacturer narrative:
The pump was returned and analysis found no anomaly. Conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.